Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this unknown implantable cardioverter defibrillator (ICD) was inappropriately treating atrial arrhythmias. The patient requested a magnet to deactivate the device via the boston scientific website. Attempts to obtain additional information was unsuccessful.